Event description:
The customer reported a false nonreactive alinity I anti-hcv result on a patient. The following results were provided: (B)(6) 2023. Sid (B)(6) = 0.3407 s/co on reagent lot# 43481be00, repeat = 7.45 s/co same patient with a different tube, sid (B)(6) = 6.82 s/co (B)(6) 2023. Sid (B)(6) = 7.16 on reagent lot# 40166be00. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid (B)(6). This report is being filed on an international product, list number 8p06 that has a similar product distributed in the us, list number 8p05.

Manufacturer narrative:
Customer reported issue is with false positive results instead of false negative. The us list number (8p05) is a diagnostic assay, not intended for use in screening blood, plasma, or tissue donors, therefore, this event does not meet reporting criteria in the us. Based upon this new information, this complaint is no longer a reportable event.section b5 additional information provided by customer changing event from false negative to false positive. Edited h6 medical device problem code h3 other text : no longer a reportable event.

Event description:
The customer reported a false reactive alinity I anti-hcv result on a 58-yr old female patient. The following results were provided: 12jul2023 sid (B)(6) = 0.3407 s/co on reagent lot# 43481be00, repeat = 7.45 s/co. Same patient with a different tube, sid (B)(6) = 6.82 s/co. 04jul2023 sid (B)(6) = 7.16 on reagent lot# 40166be00. Additional information provided on 21aug2023: repeat on alinity 13jul2023 sid (B)(6) = 6.63 / 0.21 / 0.30 / 0.19 / 0.3918 / 0.20 s/co; vidas platform: = 7.05 (positive); alinity m viral load hcv is undetectable. No impact to patient management was reported.